Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the ligasure device was not sealing. The device did activate during the rny procedure and it is unknown if end tones, indicating a complete seal, or re-grasp alarms were heard. It is unknown if the patient had any blood loss however no transfusion was needed. They opened a new lf1744 and completed the procedure. There is no further information available.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 12/22/2016. One lf1744 was received for evaluation. The reported condition of the device not sealing was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.